Event description:
A pharmacist reported to baxter (B)(4) of a dehp free sol admin set in which the tube of the set was found disconnected from the chamber upon opening of the package by a nurse. The event occurred before use. There is no report of patient involvement, injury/adverse events, or medical intervention in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. This is a product not distributed in the us and does not have a 510k number. If the sample is received or additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: one sample was available for evaluation. Visual inspection revealed that the tube was disconnected from the chamber due to low insertion. The reported condition was confirmed. The root cause was determined to be due to low insertion. Additional information: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot.